Manufacturer narrative:
The device was received for evaluation. During functional testing , 'downstream occlusion' was not reproduced. A review of the event history log revealed downstream occlusion messages .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.